Event description:
Elderly, frail patient had a one step complete cardiac monitoring/pacer/defibrillator pad placed on the chest. Approximately 8.5 hours later, when pads were removed, 4x2 cm black skin burn was noted.